Manufacturer narrative:
Is no known patient involvement. Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Though follow-up communication with the customer, livanova (B)(4) learned that the facility is not willing to release test reports at this time. The customer reported that the heater-cooler is still in use and is placed inside the operation theatre during procedures. The device is oriented away from the patient when in use. The customer reported that the disinfection procedure has been followed by the customer. A loaner device has been delivered to the facility. The customer confirmed that there are no known patient infections related to this issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera during maintenance. The customer wishes for the device to be replaced. There is no known patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2017. During follow-up communication, the customer provided the test reports for this device ((B)(4)), which confirm that mycobacterium chimaera contamination was identified in the unit on (B)(6) 2017.